Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a content proximal occlusion alarm with no occlusion present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated multiple proximal occlusion alarms. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.